Event description:
It was reported that the pta catheter could only be removed with great effort and deformation from the sheath. The catheter and the 6f sheath could not be used.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.